Event description:
In 2008, for ten days I took heparin prescribed to me by my infectious disease doctor along with an antibiotic and saline flush. During the dates listed above, I developed the following symptoms: nausea, fatigue, loss of appetite, excessive sweating -especially at night-, shortness of breath, dizziness, slight disorientation, and weakness. The first symptom started to show up later in the day on the second day. The symptoms progressively got worse day after day. On four days later, I woke up feeling absolutely horrible and just stayed in bed. The symptoms continued to worsen causing me to struggle my way through a half a days work and come home and pass out due to how sick I felt. On another four days later, I was notified that the heparin I was taking was contaminated and it was being recalled. I explained my symptoms to the nurse who called to notify me about the recall, and she said if it was related to the heparin is should feel better after I started my new dose of heparin. The same advice was given to me by my infectious disease doctor when I called her because I was worried about the recall. On the night of the same day, I received heparin from a different MFR. The following day after I took my new heparin from a different MFR, I felt better -decreased severity of symptoms-. By three days later, I was not feeling any of the symptoms I was experiencing with the last batch of heparin. On the next day, my nurse noticed my blood pressure was high and recommended I keep a close eye on it since she was afraid that it might be linked to the heparin. Dose or amount: syringe. Frequency: daily. Route: IV. Dates of use: 2008. Diagnosis or reason for use: to prevent PICC line clotting. Event abated after use stopped: yes.